Event description:
It was reported that, "a painful, infected hip was revised. No other information available."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat number 643-00-32e, lot number unk, description: trident x3 elevated rim 32mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.